Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during the implant procedure, interrogation revealed >2500 ohms ventricular impedance and no pacing. The lead tested normal via an analyzer. Therefore, a new pulse generator was placed.